Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that on (B)(6) 2020, the patient saw the reposition antenna screen. It was noted the ins was not charged because the patient had not charged the ins in 1-2 months. The patient declined to do troubleshooting over the phone with patient services because the patient had lost their programmer. They were redirected to see their doctor to determine if the ins had gone into overdischarge. No symptoms were reported. No further complications were reported or anticipated. Additional information was received from the patient. It was reported that the hcp stated ins just needed to be changed. A battery change was scheduled for (B)(6) 2020. Patient reported experiencing neck pain while battery was uncharged.